Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, d, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The cause of the patient¿s shoulder dislocation and subsequent revision reported cannot be conclusively determined; however, it may be due to soft tissue imbalance, patient anatomy, implant positioning, and/or implant selection. Dislocation is a known risk, as outlined in the IFU. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitant device(s): 320-46-00 - 145-deg pe 46mm hum liner +0: 6978594, 320-06-46 - glenosphere 46mm: 6587991, 320-10-05 - equinoxe reverse tray adapter plate tray +5: 6449837, 300-01-11 - equinoxe, humeral stem primary, press fit 11mm: 7026561, 320-15-05 - eq rev locking screw: 7104540, 320-20-00 - eq reverse torque defining screw kit: 7079151, 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm: s243027, 320-20-42 - eq rev compress screw lck cap kit, 4.5 x 42mm: s203797, 320-20-46 - eq rev compress screw lck cap kit, 4.5 x 46mm: 6276267, 321-52-07 - 3.2mm drill bit sterile: 6538487, 531-20-00 - shldr gps rvrs drill kit: 6890547, 531-78-20 - shouldr gps hex pins kit: 7070340, a10012 - gps implant kit v2: 06010721343.

Event description:
Approximately 2 years and 4 months after initial left tsa, patient dislocated his shoulder doing bicep curls. The patient's shoulder was revised by standard total revision and the outcome is considered resolved. The case report indicates that the event is possibly related to device(s) and/or to the procedure.